Event description:
I have used fixodent since '99, almost everyday for about 10 years. I started having trouble with my hands shortly after a lot of numbness and tingling cause me to drop a lot of things. Now my feet feel the same way, I sometimes have help getting up by holding to my husband when I first stand. Recently, I was given meds to treat damaged nerve ending. I suffered from these type of things for years due to lack of health insurance. I could not afford a lot of doctor visit and testing. Dose or amount: denture cream. Frequency: once/twice daily. Route: oral. Dates of use: '99 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.